Manufacturer narrative:
. H4: the lot was manufactured from (B)(4), 2020 - (B)(4), 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. The ruptured bladder was microscopically inspected to identify any issues that could have caused the rupture and no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.